Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "mounting the plate bender does not thread properly." No adverse consequences were reported.